Manufacturer narrative:
Batch review performed on 07-07-2025. Lot 19002811: (B)(4) items manufactured and released on 06-06-2019. Expiration date: 2024-may-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with a similar reported event during the period of review. Additional devices also revised: gmk-primary 02.07.1202l gmk tibial tray cemented left s2 (k090988) lot. 2207789 (B)(4) items manufactured and released on 05-08-2022. Expiration date: 2027-july-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with a similar reported event during the period of review. Gmk-primary 02.07.2004l femoral component cemented std #4/left (k090988) lot. 2212791 (B)(4) items manufactured and released on 26-07-2022. Expiration date: 2027-july-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with a similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 2 years and 6 months, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all primary components and revised to a gmk revision. The surgery was completed successfully.